Event description:
Damage to the pump housing surrounding the usb port was reported, but it did not affect the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and requested that the customer return the problematic pump using a pre-paid label within ten days. The customer understood and acknowledged these instructions.